Event description:
It was reported that bd ultra-fine¿ insulin syringe stopper was deformed. This occurred on 10 occasions but the date/time and or patient information is unknown. The plunger cap was unable to detach. This occurred on 15 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the stopper was deformed. The plunger cap was unable to detach.

Manufacturer narrative:
Investigation summary: customer returned samples from cat # 326638, lot # 7338717 which is captured and will be investigated under MFR report # 1920898-2019-00593. No samples from cat # 326631, lot # 7338717 were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7338717. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe stopper was deformed. This occurred on 10 occasions but the date/time and or patient information is unknown. The plunger cap was unable to detach. This occurred on 15 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the stopper was deformed. The plunger cap was unable to detach.